Event description:
Upon product evaluation, the implant catheter was confirmed to have some stretching in the distal portion.

Manufacturer narrative:
The following sections were updated/corrected/added: b1, b4, b5, d9, g3, g6, h2 and h11.

Manufacturer narrative:
The complaint for implant unable to be retrieved into sheath resulting in tissue damage during retrieval was confirmed with other empirical evidence via the testimony of the clinical specialist. No manufacturing non-conformities were found in the returned sample. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that procedural and patient conditions (maneuvers with ic/sc handle, tortuosity in the access vessel) may have contributed to the reported event. However, a definite root cause is unable to be determined.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision ace in mitral position where two devices were implanted. The guide sheath (gs) was placed, the implant system (is) was introduced in gs, followed with aspiration and flushing. The is was advanced with fluoro until implant was out of the gs. The pascal was closed, and sliders were retracted. Next, the cardiologist advanced the ic instead of the sc (steerable catheter) out of the gs. The clinical specialist asked to retract the ic and steer with sc towards the valve. The cardiologist, however, pulled back the is with full force into the gs. Because of this the retention features got hooked on the soft part of the gs. It was tried to free the implant out of gs, but it was noticed very quickly that this was impossible. The clasps were seen well on the tip of the gs on fluoro. It was decided to bail out fully and to replace it. At the start of the bail out procedure, it was tried to full elongate the pascal, but this was difficult as the cardiologist mentioned that the paddle knob could not be turned. In the closed shape, the pascal was with gs retracted in the right atrium without any difficulties. While pulling on the is, the pascal started to elongate further by itself. Not in the right atrium but in vci, the pascal could be fully elongated, and the bail out was done with is and the pascal in elongation pulled into gs partially. At the groin there were some difficulties to pull out the system and the vessel had to be opened more. The second operator was a cardiac surgeon, and she carefully took care of the vessel with endoclose and extra stitches. The cardiac surgeon used the scalpel to enlarge the vascular access, the groin, and to retrieve the full pascal out of the groin. They felt some resistance when they tried to retrieve the pascal out of groin, so this was the solution suggested by the cardiac surgeon to facilitate the retrieval. The grade of regurgitation before the procedure was 4 and after was 2. On post operative day 6, the clinical specialist spoke with the interventional cardiologist and was told the patient is doing well and had no vascular complications.